Event description:
It was reported that prior to the start of a da vinci-assisted left hemicolectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that a non-recoverable fault code indicating monopolar energy was not available during system setup, with no patient involved. Technical support first instructed the customer to power cycle the system using emergency power off (epo) and to reseat the fiber cables as well as the energy shield monitor (esm), but the error persisted after each attempt. Technical support verified that cables were properly connected. System logs were not accessible, so further troubleshooting was limited. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was aborted with no patient involvement with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy shield monitor (esm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esm was analyzed and in artemis the error 32209 was seen confirming the error occurred in the field. Upon visual inspection no issues were found. The unit was installed onto a golden system and functioned as expected. All ports and connections were tested with no issues, all leds were seen on and functional. The unit was also left to idle for about 2 hours however no faults or errors were triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.